Event description:
It was reported that during a drug eluting stenting treatment procedure, difficulty deflating the balloon was encountered. The physician placed multiple stents in the left anterior descending (lad). The taxus express2 8.8% 3.0 mm x 32 mm stent was placed by the physician next to a distal stent (unknown type) previously placed in the lad. The taxus stent was successfully deployed but the balloon would not deflate. The physician then reinflated the inflation device to 12 atms and then attempted to go to negative pressure, but the balloon would not deflate. The physician used force to try to remove the inflated balloon and the catheter separated. The physician was unable to snare the inflated balloon. After 2 hours of attempting to deflate and retrieve the balloon, the pt went to emergent surgery for balloon retrieval. The pt's condition is reported to be stable. No additional info is available at this time.